Event description:
It was reported that two years ago the patient fell and landed on her ¿behind.¿ it was noted that the patient thought the fall caused the implantable neurostimulator (ins) ¿to be not where it should be¿ and when the patient sat it would stick into her. The patient saw a healthcare provider the week prior and was told that the ins needed to be ¿tied down.¿ when asked if the ins had moved, the patient stated that it had not. It was unclear there was ins migration or movement due to the fall or not. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va00a5s, implanted: (B)(6) 2012, product type lead. (B)(4).